Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent inadequate apposition, shaft break, balloon removal difficulty and vessel occlusion occurred. The target lesion was located in the right coronary artery. A 2.25x12mm promus premier¿ drug-eluting stent was advanced through the non-bsc guide extension catheter and stent was then deployed at 16 atmospheres. The balloon deflated but there was a waist in the middle of the stent after the physician attempted to retrieve the delivery catheter. The delivery catheter separated and the balloon was trapped inside the stent. The balloon occluded the vessel. The physician then attempted to snare the balloon out but was unsuccessful. Subsequently, the patient underwent for an emergent open heart surgery. The portion of the catheter that remained inside the patient was surgically retrieved. No further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that stent inadequate apposition, shaft break, balloon removal difficulty and vessel occlusion occurred. The target lesion was located in the right coronary artery. A 2.25x12mm promus premier drug-eluting stent was advanced through the non-bsc guide extension catheter and stent was then deployed at 16 atmospheres. The balloon deflated but there was a waist in the middle of the stent after the physician attempted to retrieve the delivery catheter. The delivery catheter separated and the balloon was trapped inside the stent. The balloon occluded the vessel. The physician then attempted to snare the balloon out but was unsuccessful. Subsequently, the patient underwent for an emergent open heart surgery. The portion of the catheter that remained inside the patient was surgically retrieved. No further patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis however, two obtained images of the device post procedure shows what appears to be the separation location. (B)(4).

Event description:
It was reported that stent inadequate apposition, shaft break, balloon removal difficulty and vessel occlusion occurred. The target lesion was located in the right coronary artery. A 2.25x12mm promus premier drug-eluting stent was advanced through the non-bsc guide extension catheter and stent was then deployed at 16 atmospheres. The balloon deflated but there was a waist in the middle of the stent after the physician attempted to retrieve the delivery catheter. The delivery catheter separated and the balloon was trapped inside the stent. The balloon occluded the vessel. The physician then attempted to snare the balloon out but was unsuccessful. Subsequently, the patient underwent for an emergent open heart surgery. The portion of the catheter that remained inside the patient was surgically retrieved. No further patient complications were reported.